Manufacturer narrative:
The DHR for the flow coupler lot number assembly was reviewed. Visual and functional in-process inspection is conducted by the manufacturing operator and qc inspectors. Visual inspection includes 100% verification of proper assembly and ring alignment, fm, and review of assembly for general workmanship and broken or defective components. Functional inspection includes 100% doppler signal verification. The released product met specification. The 3.0mm returned doppler probe was examined under 10-40x microscope. The coax wire had several tight pinch and bend marks throughout consistent with being held onto with a forceps. The body of the doppler probe tip looked to be in good condition. The device did have some dried blood on it. The doppler probe was connected to a test flow-coupler monitor. The probe tip was repeatedly dipped and swished in a vessel of water. The sounds generated by the movement of the probe tip in and out of the water are consistent with that of a normal flow-coupler product. The returned doppler probe functioned normally. Complaint evaluation states that the doppler probe signal on the right side was intermittent and eventually lost signal postoperatively. Upon taking the patient back to the or, visual exam of the anastomosis discovered a kinked vessel. The probe was returned for investigation and found to be functional. Complaint investigation concludes that the product was functioning properly and was not producing a signal due to the kinked vessel that was probably restricting the blood flow. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A gem2754fc microvascular anastomotic flow-coupler was implanted on the right side in a bilateral breast recon - diep breast reconstruction procedure. The doppler signal of the device was intermittent and repositioning the flap altered the signal. The patient was taken to recovery floor. The doppler signal on the right side was lost postoperatively. The left side flap became congested. The patient was taken back to or to explore. The right side diep flap vessel was kinked and there was no flow-coupler doppler signal. An additional vein was added. The right doppler probe was replaced while leaving the vein coupled. Both right and left diep flaps are reported as well and healthy.